Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an attorney for the patient that the patient has had personal injuries arising out of and as a result of a defective product and/or products from the manufacturer. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event.